Event description:
It was reported that on (B)(6) 2012, the physician did not implant a dbs lead because of bent lead tip. The lead was inspected and not implanted. If additional information is received, a follow up report will be sent.

Event description:
Additional information noted that a different lead was implanted. No patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of lead model # 3387s-40, lot # v810118 showed stim lead distal end bent (new out of the box).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.